Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), adverse reaction ("among other symptoms"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy in 2010 and trachelectomy and bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, adverse reaction, anxiety and depression outcome was unknown. The reporter considered adverse reaction, anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results: following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test was done. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 34-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby in 1995. Previously administered products included for prevent pregnancy: depo provera from 2000 to 2004 and norplant from 1995 to 2000. In 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertonic bladder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced adverse reaction ("among other symptoms"), anxiety ("anxious"), depression ("depressed") and back pain ("back pain"). The patient was treated with surgery (hysterectomy in 2010 and trachelectomy and bilateral salpingo-oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, adverse reaction, anxiety, depression, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, hypertonic bladder, migraine, headache, nausea, dyspareunia, vaginal discharge, vision blurred, weight increased and back pain outcome was unknown. The reporter considered adverse reaction, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, hypertonic bladder, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Following the requisite time period after implantation of essure the plaintiff had an hysterosalpingogram test done. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and relevant hosiery added. Essure insertion date updatd to 2008. Essure indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), urinary tract infection, bacterial vaginosis, bladder or urinary problems or changes, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, blurry vision, weight gain and back pain added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.